Event description:
The customer alleged that the unit was leaking disinfectant. There were no reports of injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse arrived to find that the tank was leaking at the sensor. The fse replaced the tank, leak checked and put machine back into service.